Manufacturer narrative:
B3: date of event unknown. Device analysis: one device was returned for evaluation. No visible defects were observed on the pump. The investigation found that the air in line detector failed the height test. The air detector was replaced to resolve the issue. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the original reported alarm.

Event description:
The customer returned the device for exhibiting a "motor service due" alarm. During physical inspection of the device it was found that the air in line detector failed the height test. There was no patient involvement.